Event description:
It was reported that during the coil embolization procedure, the main coil was prematurely detached inside the introducer sheath. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was prematurely detached inside patient. In addition, the delivery wire was kinked due to handling. In the case of this complaint it is most likely that the coil detached from the delivery wire while it was being manipulated/repositioned during use. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use. Therefore, a probable cause of procedural factors will be assigned to the reported and analyzed main coil prematurely detached/separated inside patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the main coil was prematurely detached inside the introducer sheath. No clinical consequences reported to the patient.